Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an external device. Patient stated that they were not able to recharge the ins last night. Patient stated that the controller was fully charged but when they recharged the ins it wouldn't to work. Patient unlocked the controller and the battery levels were 70% for the controller and 0% or red for the ins. Agent had the patient attempt a recharging session and the patient confirmed that the ins was recharging at excellent. Agent had patient monitor and call back if the issue persists. Patient (pt) called back stating that the controller was going haywire. Pt stated that they called ten days ago and they were told to take pictures of what was going on. Pt stated that sometimes the equipment wouldn't reset or start charging or anything. Pt stated that the controller kept circling and going around and around on checking recharge quality. Pt stated that their rep told them to call patient services (pss) and order a new unit. Pt stated that sometimes the controller would show that the ins was charging, but a charging quality wasn't indicated. Pt stated that also the controller would say battery empty. Pt noted that they fully charged the ins last night and this morning the ins was empty. Pt stated that the ins had gone completely dead three times in the last ten days and everything would get erased and they had to start from scratch. Agent had the pt reset the controller and then unlock the controller. The controller connected to the ins without any issue. The controller was at 90% and the ins was at 30%. Agent had the pt initiate an ins recharging session. Batteries low replace the controller batteries soon appeared once the recharger was connected to the controller. Agent reviewed screen meaning with the pt. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
B5 : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the charging issue has got resolved.

Event description:
Additional information was received from the patient. It was reported that the charging issue has got resolved.

Manufacturer narrative:
G2 : updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.